Event description:
The olympus representative reported (on behalf of the customer) that the uretero-reno fiberscope had defects on the control body. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that a foreign object came out of the forceps channel tube, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of the foreign material in the forceps channel noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to the wear of the angle wire, the bending angle in the down direction does not meet the standard value; due to a cut in the angle wire, the bending section could not be bent in the up direction at all; due to a pinhole in the distal sheath and a dent on the distal end, water tightness was lost; the connecting tube had a dent; the bending section was broken, however the distal sheath was not broken; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the device forceps channel could not be identified and the root cause of the issue could not be determined, as no additional reprocessing information was reported by the customer. The event can be detected/prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". ¿inspection of the endoscope¿ ¿1. Inspect the control section and eyepiece section for any irregularities such as excessive scratching, deformation, and loose parts. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects¿. ¿inspection of the instrument channel¿ ¿2 insert the endotherapy accessory straight into the forceps port of the sealing accessory while closing its distal end and retracting it into the sheath. 3 confirm that the endotherapy accessory extends smoothly from the instrument channel outlet at the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end¿. Reprocessing survey info: - there was no delay in the start of pre-cleaning - it is unknown if water was aspirated through the instrument/suction channel - the instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges - it is unknown if the instrument channel was brushed - the device was cleaned, disinfected, and sterilized before being sent to olympus. Olympus will continue to monitor field performance for this device.